Event description:
Pt fell 01:00 am (B)(6) 2015 after trying to get back in bed, pt de-hissed his left knee, pt was brought to ER, called on call dr, dr brought pt to surgery first thing, pt also has (B)(6), once brought to surgery pt was prepped and examined prior to surgical start, removed the triathlon insert using a 1/4 ostotome to disengage the poly from the baseplate, pt was then irrigated with 9000cc on saline with antibiotics dilution, dr opted to retrial insert and decided to use same sized that was previously implanted

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# el93b, triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# elmsc, triathlon symmetric x3 patella; cat# 5550-g-339; lot# 6tay. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: visual, dimensional and functional inspections were not performed as product was not returned. Medical records were not provided. Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicates there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pt fell 01:00am (B)(6) 2015 after trying to get back in bed, pt de-hissed his left knee, pt was brought to ER, called on call dr, dr brought pt to surgery first thing, pt also has (B)(6), once brought to surgery pt was prepped and examined prior to surgical start, removed the triathlon insert using a 1/4 ostotome to disengage the poly from the baseplate, pt was then irrigated with 9000cc on saline with antibiotics dilution, dr opted to retrial insert and decided to use same sized that was previously implanted